Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm and a compromised force sensor system alarm. Customer changed his set but was still having the same issue. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test and alarmed prime during prime test due to faulty force sensor. The insulin pump passed displacement test, rewind, no delivery and motor tests. The insulin pump had cracked case at display window corner, cracked lcd window, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.